Event description:
"E iii," fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility and inflammation. No further patient complications were reported.